Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: when arterial blood gas collection was carried out for the patient, the patient's blood was leaked from the arterial blood collection needle tube during the collection process, which could not continue to be used normally. Immediately check to confirm that the barrel was broken, and immediately replace the arterial blood collection needle to continue the collection.

Manufacturer narrative:
The following fields were updated due to additional information: d4: lot #: 0349726. D4: expiration date: 2022-12-31. H4: device manufacture date: 2020-12-14. Annex b: b01, b02, b14. Annex c: c13. Annex d: d15. Annex g: g04127. H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed, however the defect/damage that caused the leakage was not visible. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of barrel damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced blood splatter/leakage from the device. The following information was provided by the initial reporter. The customer stated: when arterial blood gas collection was carried out for the patient, the patient's blood was leaked from the arterial blood collection needle tube during the collection process, which could not continue to be used normally. Immediately check to confirm that the barrel was broken, and immediately replace the arterial blood collection needle to continue the collection.